Event description:
No error message. The ligasure dandpiece was not providing hemostasis; there was leaking/oozing in a non-vascular area after use. A new handpiece was opened, but there were error messages to plug in instrument correctly. Generator reboots. It worked after that. Product had patient contact but no patient harm. Manufacturer response for ligasure, (brand not provided) (per site reporter). Product will be picked up by the rep and returned to the manufacturer.